Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 1.5x20mm balloon. The 3.0x20mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product (B)(4). Visual and microscopic examination of the returned device revealed proximal stent damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A hypotube kink was observed 470mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).